Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console displayed a "gas loss" message. Two days later, the same message was displayed four times. The customer stated that there was no blood in the helium tubing and that the patient was dependent on therapy but stable. A chest x-ray showed correct location. The iab pressure waveform was slightly rounded at the top. They were advised that there may be a kink internally that was positional with any movement or cough. At the time the console was not alarming. It was advised them to keep an eye on the helium tubing for blood, and to use the "fill" key if they had trouble resuming pumping when the alarm happened. A new iab was later inserted to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).